Event description:
It was noted the stimulation was uncomfortable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s device was reprogrammed without difficulty and the patient had no further rib stimulation. It was also reported all of the patient¿s programs had adaptive stimulation activated.

Event description:
It was reported the patient experienced overstimulation. It was stated program a "had been getting in his ribs," and program b did not have sensor activated. It was also stated the patient had stopped using program a because "it would go up in strength without any positional change" and that had happened several times, and on occasion when the patient did not have his programmer handy. It was not known what position the patient was in, or what position the programmer thought to be in, when this would occur. It was noted the strength would increase from 1.5 to 2 mv. The patient planned to set up another time to trouble shoot and reprogram.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).